Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were no adverse patient effects. Boston scientific received information that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) has been explanted and is out of service. This device has not been received for analysis given no additional information is available, this report is now concluded. Should further information be received, the complaint will be reopened and a follow up report will be provided.

Event description:
It was reported that this implantable pulse generator, pacemaker (non-crt) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There were no adverse patient effects. Boston scientific received information that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This implantable pulse generator, pacemaker (non-crt) has been explanted and is out of service.